Event description:
During a drainage catheter exchange procedure, a un-retrieved device fragment was noted. During a exchange of a previously implanted flexima drainage catheter, the physician noted a fragment next to the flexima catheter. An attempt was made to retrieve the fragment, however was very painful for the patient. After removal of the previously implanted flexima catheter, it was noted that the device was intact. There was a fragment still inside the patient and traction resulted in a great deal of pain for the patient. A new flexima catheter was put in place over a new wire. Following sedation of the patient with lidocaine and morphine, the physician managed to pull the fragment with great force out of the patient. The device fragment was noted as a section of a flexima catheter that was exchanged two months earlier. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - unit returned in a generic plastic bag. The catheter was received separated in two sections. The unit returned has stent broken. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
During a drainage catheter exchange procedure, a un-retrieved device fragment was noted. During a exchange of a previously implanted flexima drainage catheter, the physician noted a fragment next to the flexima catheter. An attempt was made to retrieve the fragment, however, was very painful for the patient. After removal of the previously implanted flexima catheter, it was noted that the device was intact. There was a fragment still inside the patient and traction resulted in a great deal of pain for the patient. A new flexima catheter was put in place over a new wire. Following sedation of the patient with lidocaine and morphine, the physician managed to pull the fragment with great force out of the patient. The device fragment was noted as a section of a flexima catheter that was exchanged two months earlier. No additional patient complications were reported.